Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up revealed the right atrial (ra) lead was the one that had dislodged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that one day post implant the lead was found to have dislodged. Follow-up was attempted; however, no additional information could be obtained. The lead was repositioned the following day and remains in use. No patient complications have been reported as a result of this event.